Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 101 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Based on the reported information, failure investigation is tier 3 and investigation is not required. The information will be used for tracking and trending purposes.